Manufacturer narrative:
The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2011 and (B)(6) 2012 and recurring consistently up to (B)(6) 2012. The pad pak became depleted on (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which resulted in the early depletion of the pad pak. The pad pak was not returned with this device and therefore could not be tested as part of this investigation. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.